Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry. Initially (through follow-up with the health-care provider), it was learned that the device was implanted but not explanted. However, in 2010, the operative report from two months ago was received. Through the operative report, it was learned that the device was explanted after an implant duration of zero days, due to an unsuccessful ring repair. Per the operative report of, the ring was implanted and "it was noted to be marked prolapse of the anterior leaflet with residual moderate regurgitation. Did not feel that this was the satisfactory result." The ring was removed and replaced with a valve.

Manufacturer narrative:
Unsuccessful ring repair. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.